Event description:
Hcp reported nonfunctioning pump. Patient experienced baclofen withdrawal. Hcp gave patient a 50 mcg bolus with 20% increase every 3 hrs x2; oral baclofen & valium, IV valium. Total valium 25-30 mg every day. Hcp tried to salvage old pump by doing catheter study, which was (-); catheter patent; indium scan showed pump "not working" per md. Patient outcome was excellent post-implant of new pump.